Event description:
The issue was noticed when an employee was stocking the masks and became confused about what the size was. It was noticed the size was difficult to visualize, while the quantity was not. (Packaging shows the mask size in a very light color print while the quantity is shown in black print. This is misleading and indicates the mask size is 1 at a quick glance when in reality it could be size 0, 1, or 2.) This has been a problem encountered by multiple staff members. It could result in the wrong size mask opened (and wasted) or the wrong size being available during an emergency.